Manufacturer narrative:
The technician replaced the right foot brake caster due to a broken caster stem.

Event description:
Information received indicates the right foot brake caster is not holding in brake.